Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd prn adaptor the loose connection lead to leakage. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, after the nurse in the neonatal ward of the hospital finished flushing the PICC pipeline, during a routine inspection of the ward, a child was found to have returned blood from the PICC pipeline, and the cause was immediately found. It was found that the single-use prn latex joint was out of its original position, and no pressure cavity was formed, which led to the return of blood to the pipeline. (No patient related information).

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1104066. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and previous investigations into this product family our engineers have determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. CAPA 1389644 has been initiated. H3 other text : see h10.

Event description:
It was reported while using bd prn adaptor the loose connection lead to leakage. There was no report of patient impact. The following information was provided by the initial reporter: on january 24, 2022, after the nurse in the neonatal ward of the hospital finished flushing the PICC pipeline, during a routine inspection of the ward, a child was found to have returned blood from the PICC pipeline, and the cause was immediately found. It was found that the single-use prn latex joint was out of its original position, and no pressure cavity was formed, which led to the return of blood to the pipeline. (No patient related information).